Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, intermittent image and white residue at the air-water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunctions: corroded printed circuit board. The cause of the residue remaining was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited error code e226, and the picture that came up was pixelated. The issue occurred during a colonoscopy, which was completed with an olympus back-up device, and there were no reports of patient harm.